Event description:
Customer was receiving zero results for multiple assays on the integra 700. No information was provided, indicating if the results were used to guide patient therapy. Field service representative replaced the st2 chain cable. Performed check test and ran quality control materials. All recovered within specifications.